Event description:
The customer stated she mistakenly gave herself a prime of 19.4 units. The customer's blood glucose reading was 104 mg/dl during the phone call and she was advised to go to the emergency room for assistance right away. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.